Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab catheter preparation not sufficient for successful entry into the sheath". The reported defect was stated initially to be detected prior to use. Additional information received on 28 oct 2022 confirmed the event happened during use when the catheter was being advanced in the sheath. The catheter was replaced, same insertion site was used. No patient harm, injury, or consequence reported. Patient condition reported as "fine".